Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly was inspected, no issues were observed. The console was tested on pump and purge with no issues occurring. Case start was tested with pump and purge several times, no issues occurred. Therefore, the root cause is most likely that the issues with purging the pump are use related. A full functional check on the console and optical system was performed, before returning this console back to the customer, the failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) enduring a purge cassette error. The console was returned, and a loaner was given. No patient was involved.